Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the pump history revealed the last basal delivery was recorded as (B)(4) 2017 at (B)(4) pm. There was no activity outside of normal use indicated in the pump history or the black box data. The returned battery cap was intact, without damage and able to fit securely to the pump for testing. On investigation, the pump powered on normally and ez-prime steps were successfully completed without any errors, alarms or warnings. A 100-unit cartridge was correctly loaded. A ¿no cartridge detected¿ (cs163) warning was simulated for investigation and the pump gave the appropriate warning. Investigation determined the pump was performing as intended and within required specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that a no cartridge detected warning occurred in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.